Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This report is for the revision on (B)(6) 2021. While reporting a revision of the patient's left hip on (B)(6) 2021 due to "22mm inner head had disassociated from the polyethylene insert," the surgeon reported that the patient had a prior revision on (B)(6) 2021 for the same reason. Rep confirmed that no further information will be released by the hospital or surgeon.